Manufacturer narrative:
This incident appears to be accidental misuse and not product related. If the device becomes available, pride will perform an evaluation. Conclusions: cannot draw any conclusions at this time.

Event description:
The user was placed in a pride d2 lift chair while living in a nursing home. An attorney alleges that the staff may have pushed a table against the lift chair, which activated the control switch. The lift chair went forward, the user fell and suffered a fractured femur. The user passed away the following day.